Manufacturer narrative:
(B)(6). Investigation: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. According to the photo sent by the customer, the complaint description, and unavailability of physical sample it is not possible to confirm the defect of this complaint was related of bd manufacturing process. Bd was not able to confirm or reproduce the incident in question. A photo was received, and it is not possible to confirm the complaint defect. DHR review: it was verified the batch record and the manufacturing date for this batch was (B)(6) 2016. The process inspections were performed and no records of this defect were found. Qn review: no quality notification (qn) that could be related to the defect were observed. Maintenance review: no maintenance records that could be related to the defect were observed.

Event description:
It was reported before use of the bd plastipak ¿ syringes with needle the client reports that he aspirated the solution into the syringe and verified that there was a black particle in the syringe. He thought the particles possibly would have come from the solution and passed into the syringe, however after checking the particle and the size of the particle it was determined it would be possible to pass through the needle. It was determined to have possibly come from the syringe. There was no report of injury or medical intervention.